Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and very tortuous left anterior descending artery. On the first inflation, a 1.5x15mm apex push monorail balloon ruptured under 6 atmospheres. It is unknown the exact atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported. This product is only ous approved, but it is similar to a marketed us device.